Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing elevated blood glucose (bg) level with an unknown cause. Bg value provided was 600 mg/dl. Bg was treated with manual injection. The customer was instructed to consult with the healthcare provider regarding bg level. System check could not be performed as the issue occurred in the past.